Event description:
While loading a new reload onto the endo gia universal 12mm handle #030449, lot # n9m0444 the scrub person was not able to lock the reload into the handle (stapler). The reload was coming out of the handle by itself. A new handle was given and the reload was loaded into the new endo gia universal handle. The malfunctioning handle was sequestrated. Biomed was paged.